Event description:
A center director reported an error occurred, when a technician mistakenly changed the vertex distance (vd) to 0mm, whereas a vd of 12.5mm should have been entered; 12.5mm is their longstanding default for this (treatment) parameter. This error was noted to have been discovered after the case had been completed. Upon further follow up to understand this pt's outcome, the customer stated the pt was doing fine, postoperatively. Information to assess pt outcome was limited to post op uncorrected visual acuity (ucva) which showed a 1 line decrease in ucva. Request for further information was declined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).